Event description:
The customer received a cannot find sensor signal alert. The alert was resolved after changing the battery.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that was provided with the initial report was incomplete. The complete information has been included with this report in b5 section.

Event description:
Updated summary: the customer reported via phone call that they visited the emergency room due to high blood glucose, diabetic ketoacidosis and dehydration on september 13, 2021. Blood glucose level at the time of incident was 441 mg/dl, which was treated with a manual injection and IV insulin drip. Customer was experiencing high blood glucose symptoms, such as feeling sick, vomiting and fever. Customer was hospitalized for 5 hours. Customer stated that the insulin pump's battery was discharged in less than 7 days, which caused the high blood glucose. Customer received a low battery alert prior to the replace battery alarm. Customer stated that battery cap had no damage and a new battery resolved the issue. The customer also received a cannot find sensor signal alert. The alert was resolved after changing the battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they visited emergency room for high blood glucose and dehydration on (B)(6) 2021. Blood glucose level at the time of the incident was 492 mg/dl and at time of hospitalization was 441 mg/dl which was treated with manual injection and intravenous insulin infusion. Customer was experiencing high blood glucose symptoms like feeling sick, vomiting, fever and dehydration. Customer was hospitalized for 5 hours ketones test was not done. Customer stated that insulin pump battery was discharged in less than 7 days which caused high blood glucose. Customer received low battery alert prior to replace battery alarm. Customer stated that battery cap had no damage and new battery resolved the issue. It was unknown that customer was using insulin pump or not within 48 hours of high blood glucose incident. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.